Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 414 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose and treated with insulin pump. Customer did not contacted their health care professional regarding the high blood glucose. It was also stated that the belt clip was broke. The insulin pump will not be returned for analysis.